Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment and visual assessment were performed and the reported condition of vibration was confirmed. The assignable root cause was determined to be normal wear from use and servicing. The reported conditions of not functioning properly and loose battery contacts could not be duplicated or confirmed. Therefore an assignable cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 27, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the battery oscillator device was not functioning properly. It was further clarified that the device experienced excess vibration and lost battery contact. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.